Event description:
It was reported that insulation abrasions were observed via review of x-ray. The lead remains implanted; however, therapy was disabled from the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.